Event description:
Glucose level dropped so low (12) that ems (emergency medical service) was called. Dexcom g7 gives false readings, gives insulin automatically when none should be given and causes sugar to drop out. Has happened many, many times. Will automatically give insulin even though I just completed a dose. Loses communication with insulin pump and app constantly and for as long as 8 hours. This happens daily and when you have to replace it to get it to work, dexcom will only replace it 2 times per year. You're left hanging and insurance won't cover the additional units. I have had 14 instances where the sensor has not lasted more than 4-5 days. Have had sensor failure alerts multiple times. Dexcom won't replace them if you don't still have the original packaging for that particular unit. Who keeps trash for 10 days? 50-60 points higher than manual finger stick readings or hospital readings. This has happened so many times I can't even remember them all. It happened again (B)(6) 2024. Have had to take gvoke several times because of the automatic dosages and this whole situation is life threatening. I don't t call dexcom or tandem every time I have issues because dexcom will state. It's a tandem problem and tandem will state. It's a dexcom problem. I'll spend hours on the phone to get absolutely nowhere. Other than being told that I need to replace the faulty sensor. They will not replace the sensors more than twice a year they have told me. Reference reports #: mw5166893, mw5166895, mw5166896, mw5166897, mw5166898, mw5166899, mw5166900, mw5166901, mw5166902, mw5166903, mw5166904, mw5166905, mw5166906.